Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine generator change. Prior to the procedure the physician performed imaging which showed the right ventricular lead had externalized conductors. The physician capped and replaced the lead on (B)(6) 2020. The patient was stable throughout.